Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently forgot to deliver a food bolus and blood glucose (bg) elevated to 600 mg/dl. A bolus was delivered to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.